Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing emergency treatment, and the procedure was completed by using tsm to view the live images. The philips field service engineer (fse) inspected the system onsite and confirmed that the exam room live monitor no display. A review of the system log file didn¿t confirm the reported malfunction. Upon functional testing, the fse checked and found that system detected video output did not have optimal image quality and failed to apply the monitor lut to video output. The fse replaced single link dvi at monitor, but the problem persisted. The fse also found that the source setting was not correct, so the fse changed the settings from dvi2 to dvi1. After this monitor display back to normal. The fse suspected that the single link adaptor and mini displayport sl dvi had intermittent issue. To resolve the reported issue, the fse replaced the mini displayport sl dvi. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a clinical critical procedure, the exam room live monitor suddenly had no display using the azurion system. The user tried to restart the system, but after restart, exam room live monitor still had no display. In order to proceed this critical case, the doctor had to use the touch screen module (tsm) to view the live images to continue the case. Philips service engineer checked and found that the monitor video source setting is being changed to dvi2. The engineer changed back the setting from dvi2 to dvi1, monitor display back to normal. Philips has started an investigation of the complaint.